Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7088725/7088811.

Event description:
It was reported that the patients wound at the pocket site had opened and was not healing. The physician was concerned about a possible infection, however, patients laboratory resulted negative for infection. It was believed that the patient was a slow healer due to being a smoker. The patient was placed on antibiotics and was doing well.